Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: based on the information available, there is no allegation or documentation that indicates the liberty select cycler caused or contributed to the patient¿s death. Additionally, there have been no reports that the patient died while performing a pd treatment with the liberty select cycler. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported that a patient on peritoneal dialysis (pd) passed away at the hospital. During follow-up with the pd nurse it was reported the patient had a recent past medical history of urinary tract infection (uti). The nurse stated the patient¿s death was not related to the liberty select cycler. The nurse did not specify cause of death and stated they were unable to give out any additional information. There have been no reported liberty select cycler product deficiencies or malfunction associated with the patient¿s death.